Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator was found to be in backup vvi mode through a patient notifier. A device download was performed successfully. The patient was stable before, during and after the device interrogation and will be continued to be monitored.